Event description:
Approximately four months ago, the patient underwent an MRI-guided laser ablation of a progressive meningioma with the use of the monteris neuroblate sidefire probe 2.2. Following the procedure, the patient experienced an intracerebral hemorrhage. It was subsequently discovered that a portion of the tip of the neuroblate probe used during the procedure was missing. The manufacturer was immediately aware of the issue and took possession of the device. The patient was returned to the operating room two days after the ablation and underwent a left frontal craniotomy for resection of the tumor and evacuation of the hematoma. The patient was discharged to a rehabilitation facility.